Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated. Section d6b: date of explant is unknown.

Event description:
Related manufacturer reference number:1627487-2024-07007. It was reported that patient was experiencing ineffective therapy and an infection at an unknown site. As such surgical intervention took place at an unknown date where the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.